Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8mw7dp however, transmitter with serial number 8lwbh9 was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed due to no data. A review of the share logs was performed and signal loss was not found for serial number 8lwbh9 within the investigation window.  The allegation was undetermined. The probable cause was determined to be as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on an investigation that cannot be performed due to no data. No injury or medical intervention was reported.